Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2017; (B)(4) ICD, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a hematoma. Ten cubic centimeters of fluid was aspirated from the pocket. The implantable cardioverter defibrillator system remains in use. No further patient complications have been reported as a result of this event.